Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose. Customer's blood glucose level was 53 mg/dl. Customer blood glucose went low since they changed their basal rates to increase insulin delivery by 6 units in a 9 hour period. Customer treated their low blood glucose with soda. Customer was advised to speak with their healthcare provider regarding their basal rate settings.